Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as the subject staple cartridge was not returned for evaluation.

Event description:
During a colon resection procedure, the staple line did not form properly. The hosp reported that no pt injury had occurred.